Event description:
It was reported that the right ventricular (rv) lead was oversensing with short v-v intervals and detecting noise. It was noted that the pacing part of the lead is broken. The pace/sense portion of the lead was capped with the high voltage section of the lead still in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with an out of range alert. The criteria for the rv lia (lead integrity alert) were met. There was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that 1075 of 1656 lifetime ventricular sic were recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for impedance and ventricular sic. An out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. Max ventricular pace impedance rises from 513 ohm the week ending (B)(6) 2014 to greater than 2200 ohm the week ending (B)(6) 2014. There are 5 lead failure predictor events of less than 220 millisecond ventricular to ventricular cycle recorded between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.